Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. Date of event is an approximation. The patient experienced inaccurate cgm values which occurred an unspecified day after the sensor had been inserted in the arm. On (B)(6) 2024, the patient experienced dizziness. At an unspecified time of the event, the cgm reading was 43 mg/dl and the bg reading was 213 mg/dl. The patient´s grandson came and transported the patient to the hospital. At the hospital, the patient was treated with intravenous insulin (low dose) and admitted to the hospital for 3 and a half days. At the time of the report, the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.